Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument intermittently passes the electrical continuity test in certain orientations of the grip tips. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Additional observation not reported by site that is related to the primary failure: the instrument was found to have damaged conductor wire insulation at the yaw pulley. This is the same conductor wire that is broken. The insulation is not completely broken. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy surgical procedure, fenestrated bipolar forceps instrument did not work, no coagulation was observed. The procedure was completed with no reported injury.